Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The device was not returned for evaluation however medical records were provided and reviewed. The investigation was confirmed for filter tilt, filter retrieval difficulties and positioning issue. A definitive root cause has not been determined based upon the available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model md800f vena cava filter allegedly experienced difficult to remove, malposition of device and positioning issue. The information was received from one source. One patient was involved with no reported patient injury. The female patient was (B)(6) years old and weight not provided.